Manufacturer narrative:
Additional manufacturer narrative. Updated b7 and f10 per new information received.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, a surgical/percutaneous intervention might be indicated or required after the initial surgery. The device was not returned for evaluation, as it is unavailable per the follow-up with hospital . The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
It was reported via patient registry that a 33mm valve implanted in tricuspid position was explanted and replaced by a 31mm valve after an implant duration of 3 years, 3 months due to severe stenosis, regurgitation, leaflet motion restricted. Patient was discharged in stable condition on pod #9. Per medical records the alleged valve "did not open hardly at all". The surgeon removed a large amount of subvalvular apparatus, especially on the posterior part of the valve. The surgeon thought this was contributing to the stenosis of the alleged valve. As reported, a deficiency in the original device was not alleged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b7 and h6 per information received on (B)(6) 20, and (B)(6) 20, respectively. Updated b5 per new information received.

Event description:
It was reported via patient registry that a 33mm valve implanted in tricuspid position was explanted and replaced by a 31mm valve after an implant duration of 3 years, 3 months due to severe stenosis, regurgitation, and leaflet motion restricted. Patient was discharged in stable condition on pod #9. Per medical records the alleged valve "did not open hardly at all". The surgeon removed a large amount of subvalvular apparatus, especially on the posterior part of the valve. The surgeon thought this was contributing to the stenosis of the alleged valve. As reported, a deficiency in the original device was not alleged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.